Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2318500, model: sc-2318-50, serial: (B)(6), batch: 5003058, UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate stimulation despite multiple reprogramming. It was also stated that one of the patients lead had migrated causing intermittent burning sensation at the lower back. Xray were performed to confirm lead migration. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were retained by the medical facility and will not be returned.